Event description:
It was reported that 300 syringes 3ml ll contained foreign matter. The following information was provided by the initial reporter: "oily residue observed in syringe barrel. Whilst preparing the syringe for drawing up medication an oily residue was observed in the barrel of the syringe near the stopper. This was then observed in a large quantity of the syringes. North haven hospice are part of the northland dhb and receive their product from whangarei stores. Upon noticing the residue they returned the product and got some replacement product from whangarei central stores. This product also had the residue within the syringe barrel. They have not observed this in the past and are unable to supply a picture that shows the issue clearly 03 sep 2020: excess lubricant."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: ten representative samples, from batch number 0107829, with sealed packaging were received by our quality team for evaluation. These samples were subjected to visual inspection and the silicone content test. No oily residue (foreign matter) was observed on the rubber stopper and non-conformances were found from the testing. Therefore, the team is unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0052778, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-21. Medical device lot #: 9326014, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-22. Medical device lot #: 0107829, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-16.

Event description:
It was reported that 300 syringes 3ml ll contained foreign matter. The following information was provided by the initial reporter: "oily residue observed in syringe barrel. Whilst preparing the syringe for drawing up medication an oily residue was observed in the barrel of the syringe near the stopper. This was then observed in a large quantity of the syringes. (B)(6) hospice are part of the (B)(6) and receive their product from (B)(6) stores. Upon noticing the residue they returned the product and got some replacement product from (B)(6) central stores. This product also had the residue within the syringe barrel. They have not observed this in the past and are unable to supply a picture that shows the issue clearly (B)(6) 2020: excess lubricant".